Event description:
It was reported to philips that the device experienced ECG lead issue. There was no patient involvement. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty ECG lead grabber. The ECG lead grabber was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.